Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryoablation procedure, positioning the cryoballoon system in the right inferior pulmonary vein (ripv), the patient's blood pressure began to drop and a cardiac tamponade was identified. CT surgery was called to the lab and a successful maneuver was performed to remove the tamponade and stabilize the patient. The procedure was aborted. The patient underwent a repair of the ripv and the patient recovered the following morning. No further patient complications have been reported related to this event.

Manufacturer narrative:
Product event summary: data file analysis did not show any system notices on the reported date of event. No product was returned for analysis. This was a clinical issue encountered during the procedure. No product malfunction reported. In conclusion, there was no indication of product malfunction and no product to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.